Manufacturer narrative:
(B)(4)

Event description:
Doctor reported events of: ¿swelling and induration¿ from journal article, ¿complications after self-injection of hyaluronic acid and phosphatidylcholine for aesthetic purposes¿, aesthetic surgery journal 30(3) 442-447, doi: 10.1177/1090820x10374088.